Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. Age or date of birth /ethnicity: no patient involvement. Relevant tests/laboratory data & other relevant history: no patient involvement. Lot# and expiration date are not applicable. Concomitant medical products: not applicable; no patient involvement. Concomitant medical products: at the customer site, a field service engineer replaced the cracked intrasight system''s touchscreen monitor. Recall (if recall number is given) &correction/removal number: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that the manufacturer's systems touchscreen monitor was cracked with sharp edges observed. There was no patient present and no user injury reported. This product problem is being reported in an abundance of caution because the touchscreen monitor was cracked with sharp edges that can result in a potential for harm.

Manufacturer narrative:
Block d9 & h3: the touchscreen monitor was returned for evaluation. Visual inspection confirmed a crack with missing screen material, resulting in sharp edges. Block h6: the complaint codes listed in the initial MDR remain acceptable (10- type of investigation, 3252- investigation findings, and 61- investigation conclusion). Based on the returned screen, the probable cause is likely damaged from use. The device integrity can be affected by external factors such as device manipulation, its impact, and applied pressure associated with use and handling. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.